Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06014. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was asymptomatic. Prior to procedure, the physician interrogated the device and found the right ventricular lead exhibited reduced r-wave amplitudes. The physician capped and replaced the lead during the device changeout procedure on (B)(6) 2019. The patient was in stable condition.